Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the reason the patient's wife was calling was to get compatibility information for dental equipment and airport security. The patient states that last fall sometime the patient went through a department store that turned the ins off. No further complications were reported or anticipated with this event.